Event description:
It has been reported a decreased in hearing perception with the device and increased of channels with high impedance over time. Despite requested, no additional information could be retrieved yet.

Manufacturer narrative:
Additional information: according to the information received, it appears the device was not providing benefit to the recipient possibly due to a post-operative active electrode migration out of the cochlea, as reportedly suggested by post-operative diagnostic imaging. In addition, a complete insertion could not be achieved at implantation, resulting in 4 extra-cochlear channels. However, to determine an exact root cause a device investigation of the explanted device would be necessary. No additional information could be yet retrieved.

Event description:
It has been reported a decreased in hearing perception with the device and increased of channels with high impedance over time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.